Event description:
The customer reported she was running samples and turned off the analyzer due to smoke coming from the analyzer. The personnel left the laboratory for approximately 10 minutes due to the smell. No one was injured or ill due to the smoke and no treatment was received. All laboratory personnel were fine and no one was affected by the smell or smoke. No patients were involved in the event. The field service representative determined corrosion on the transfer head module printed circuit board (pcb) was the cause. He replaced the transfer head module pcb, the cable from the pcb and the valves on the transfer head. The field service representative ran diagnostic tests to verify the analyzer performance. The customer performed quality control which was acceptable.

Manufacturer narrative:
Clarification of section e4 ni response: it is unknown if the initial reporter sent a report to the FDA. The investigation determined a short circuit was caused by conductive, corrosive liquid on the printed circuit board (pcb). A defective valve head had most probably leaked cleaner solution onto the pcb transferhead add module, leading to a short circuit and produced minor smoke and smell.